Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a micro tear of the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1125103) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, mid femoral head via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician inserted the device, inflated the balloon and started to pull back when the balloon lost pressure. At that point the sheath and device came out of the access site. Manual pressure was applied for 20 minutes in which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.